Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject flex video scope device had glitches in the image. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 in addition, the following reportable malfunctions were identified during the device evaluation: the distal end c-cover was burned. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The burned c-cover was likely the result of an overheating issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.